Manufacturer narrative:
H3: product analysis of apb-5-15-3d-ss, lot# 223817756 as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: the axium prime coil was returned broken within the introducer sheath. No bends or kinks were found with the axium prime coil pushwire. The axium prime coil was found to be stretched and damaged within introducer sheath. The coin was found to be against the lumen stop. The shield coil was found to be intact. The implant coil was found to be broken. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil tip od (outer diameter) was measured to be 0.0114¿ which is within sp ecifications. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed; however, the root cause was unable to be determined. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding axium coil resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left posterior communicating artery with a max diameter of 7.5 mm and a 5 mm neck diameter. It was noted the patient's blood flow was low and vessel tortuosity was moderate. It was reported that after taking out the device according to the regular procedure and hydrating it, the spring coil could not be pushed out of the protective sheath, and another model product was replaced, and the operation went smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that resistance was located in the protective sheath. The coil was stretched after removal. The introducer sheath was held vertically when the implant coil was pulled back inside during hydration.